Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported discordant, falsely depressed enzymatic creatinine (ecrea) patient results were obtained on the dimension vista 500 system. A siemens customer service engineer was dispatched to the customer site and evaluated the instrument. Siemens headquarters support center (hsc) has evaluated the instrument data logs and concluded the investigation. The instrument data indicated non-reaction as a result of short r1 reagent delivery from flex seq 23547, lot 18253ab, well 3. Hsc concluded this is an isolated occurrence. Hsc has reviewed the information provided and concludes that it is not a reagent lot or method issue. There is no evidence of a product nonconformance. The cause of the event is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed enzymatic creatinine (ecrea) results were obtained on patient samples on the dimension vista 500 system. One discordant result was reported to the physician(s). The same samples were reprocessed on an alternate dimension vista and higher results were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed enzymatic creatinine (ecrea) results.